Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge there was no reported adverse impact to the customer¿s blood glucose level.